Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was not impacted. During troubleshooting with tandem customer technical support (cts) the customer only saw 1-2 drops of insulin exiting the tubing. The customer had removed the cannula and discarded it. Reportedly, the customer had used humalog insulin in the cartridge for 3-4 days. Cts explained to the customer that humalog is labeled for a 48 hour use in the pump. The customer acknowledged the information.